Manufacturer narrative:
Per the tandem user guide, ¿the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID" per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Reportedly, the customer was connected to a dexcom receiver, tandem customer technical support instructed customer to disconnect from the dexcom receiver. The customer performed troubleshooting prior to contacting tandem and removed transmitter, however it was replace with an expired transmitter. A root cause could not be determined. A replacement transmitter was sent to the customer.